Event description:
An alert followed by an alarm was reported, and the customer's blood glucose level was displayed as "high," although the specific value was unknown. To address this, the customer took corrective action by administering a correction injection using multiple daily injections (mdi). No third-party assistance was required. Technical support educated the caller on the cause of the alert and alarm, and the customer successfully resumed insulin deliveries.